Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# j0340585v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the patient was having a device replacement due to a normally depleted battery. The new implantable neurostimulator (ins) was placed into the pocket and impedances were taken. Normal impedances were seen so the ins pocket was closed. It was further noted that impedances were again measured at default settings. The combination of the case and electrode 0 were showing ¿normal¿ impedances, but everything else was greater than 4,000 ohms. The patient was programmed to c+/0- and was feeling stimulation at the ins pocket. It was noted that during the procedure, the lead was inserted multiple times as they could not tell if the lead was in due to the old style of the lead which did not have the blue tip. The ins pocket was also irrigated, but it was unknown with what. The patient was to come back the following week for evaluation. About a week and a half later, it was unknown if the impedances had resolved. The patient was doing well and receiving therapeutic benefit. There were no complaints of shocking. The cause of the issue was not determined, but ¿possible flooding¿ of the pocket was noted. The patient was scheduled for a follow up appointment in november.